Event description:
(B)(4). It was reported that the snap ring that holds the spring arm to the horizontal arm had become unseated in the suspension of the ceiling-mounted surgical light.

Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. There is no expiration date for this product. The serial number is unknown at this time. The actual device was observed in the field on (B)(4), 2011. The field service technician is awaiting a new replacement suspension. The suspension with the alleged malfunction will be returned to the manufacturer for further evaluation. Evaluation summary: it was reported that the "snap ring" or "c-clip" was not seated properly within the suspension assembly. This could possibly lead to the spring arm dropping down. The suspension is being replaced and returned to the manufacturer for further evaluation. There was no patient involvement reported and no adverse consequences. This is not a single use device.